Event description:
#18 gauge introcan safety IV catheter was placed in pt's peripheral vein. As rn withdrew needle, resistance was felt, and more force was applied with jiggling of needle hub. Needle withdrew, scratching rn's left index finger. It is not known if needle protruding through safety tip or the safety tip scratched the finger. Needle protrusion through the safety tip could be reproduced with the same maneuver on a sterile #18 introcan safety IV catheter.